Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent was compressed against the vessel wall in an unintended site. Device issue: stent dislodgement. It was reported that the procedure was to direct stent a lesion in the distal rca, which was distal to three previously implanted stents. As a 2.75 x 12 mm vision stent delivery system (sds) was advanced, it was pushed hard to try to move it forward; however, it could not be advanced through the vessel. After changing the guide wire, the guiding catheter, and performing some pre-dilatation with a balloon catheter, the sds still would not cross. Using a buddy wire system a third attempt was made to cross with the sds. After the third cross attempt failed; during removal of the sds, the stent dislodged and remained in the proximal rca. There were several attempts made to snare the dislodged stent, but the snare attempts were unsuccessful. A balloon catheter was used to compress the stent against the vessel wall and then another stent was used to cover the compressed stent. The target lesion was treated with plain old balloon angioplasty (poba) only. Reportedly, the patient is doing well. No additional event or patient information is available.